Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a workmanship error. The detailed investigation revealed that the problem was due to an individual work error by a service provider. Some screws of the ceiling rail were not tightened as required in the installation instructions. In addition to the assembly instructions, there is also an acceptance protocol that contains this checkpoint. Therefore, it is unclear how such an oversight could have occurred. To prevent such cases in the future, the service provider was asked for appropriate instructions/training of its personnel as a precaution. The affected part has been fixed by the local service organization and the error has not been reported again. A possible general error that would require corrective measures of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
Siemens service organization reported that the screws on the ceiling railing of the artis q floor were missing. This was detected during service activities on the device. There are no injuries attribute to this incident.the reported event occurred in (B)(6).